Event description:
Information received from the intreped clinical database. Treatment of a left unruptured internal carotid artery (ica) aneurysm measuring 5.3mm x 3.3mm. Post pipeline procedure, it was reported that the patient experienced visual disturbance of the left eye due to a stenosis of the parent artery. It was reported that the stenosis resolved the same day as the procedure without additional treatment or medication.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).